Manufacturer narrative:
Ous MDR - the visual inspection revealed massive blood residuals in the ventricular lead port. Massive blood residuals were found on the spring contacts. Blood residuals on one of the springs and scratches on the spring which were most likely "cause the lead connections" during analysis. The screw showed blood residuals as well. Apart from the blood residuals, the mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within the range requested by the is-1 standard specifications. The set screws could be easily screwed in and out. The se screws were effectively contacting the connector pins. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be easily inserted and connected to the device. Upon incoming inspection, the pacemaker was programmed with the following parameters: ddd-mode/60ppm. The atrium was programmed to 2.0 v with 0.4ms, pacing and sensing polarity was programmed to bipolar. The ventricle was programmed to 4.8 v with 0.4ms/unipolar pacing polarity and bipolar sensing polarity. Lead check function was deactivated. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. The review of the received documentation showed that the pacemaker was programmed to ddd/ 60 ppm at the time of the event on (B) (6) 2009. The atrium was programmed to 2.2v with 0.4ms. The ventricle was programmed to 2.4v with 0.4ms. The pacing and sensing polarity of both channels was programmed to bipolar. At the time of the event on (B) (6) 2009 at 13:50h, an external ECG showed pacing spikes without capture.

Event description:
Ous MDR - after an implantation time of approx. 80 months, a loss of capture was reported. No adverse patient side effects have been reported. There were two medtronic leads associated with this device: 4592, (B) (4) and 5092, (B) (4).